Event description:
Customer complaint - limited data available. Per public email folder: I received pretty bad burns and went to doctor, for quite some time the wounds would not heal so they did a biopsy and found I had a staph infection.

Event description:
Customer complaint: limited data available. Customer complained that they received burns and went to the doctor. The wounds did not heal accordingly and the customer was found to have had staph infection.